Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) was not able to perform flow testing as the pump ran dry after explant. The pump was received with the pump outlet port uncapped. No flow could be established, due to an occluded capillary line. The pump was not within the serial number range that could produce a septum leak if the need was inserted at the edge of the reservoir fill port and deflected off the chamber area. Analysis did perform a test with a needle inserted at the edge of the reservoir fill port/septum and deflected off of the chamber area. No leak was detected. Analysis was also able to fill/empty the pump without issue.

Event description:
Additional information received reported the patient did not need itb (intrathecal baclofen) therapy anymore, "the episode was recognized because the patient came in for a refill and the pump was empty before that day". The patient had no symptoms.

Event description:
It was reported there was an issue with filling difficulty. It was stated, "the pump was empati (empty) before expected". The healthcare professional (hcp) thought it was a pocket fill or the filling port had leakage. The pump was explanted and they would be treating the patient with oral anti-spastic medication. There were no patient symptoms reported. The patient was described as "alive - no injury" at the time of the report. The pump was used to deliver lioresal (baclofen). No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.